Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results. The customer alleged this had been an ongoing issue since (B)(6) 2013. The customer provided data for only one patient, but alleged they saw similar results for eleven other patients. Additional information was requested for the other patients, but not provided. The patient's sample was initially tested on a cobas 8000 e602 module. The initial ft3 result was 11.6 pmol/l and the initial ft4 result was 34 pmol/l. The patient's sample was sent to another hospital and tested on another cobas 8000 e602 module. The ft3 result was 11.6 pmol/l and the ft4 result was 31.4 pmol/l. Finally, the patient's sample was sent to a third laboratory and analyzed on an analytical e module. The ft3 result was 7.3 pmol/l and ft4 result was 24.5 pmol/l. The customer stated the results from the first laboratory were not reported outside the laboratory, but the results from most of the other labs were reported. The patient was not adversely affected by this event. The analyzer serial number were requested but not provided.

Manufacturer narrative:
This event occurred in the (B)(6). For the medwatch on the ft3 reagent, refer to the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The ft3 and ft4 investigation results were found to also be above the reference range. This was most likely caused by an interference. The presence of a streptavidin interfering factor could not be confirmed and the nature of the interfering factor could not be further clarified. Per the package insert, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur.

Manufacturer narrative:
Two follow up sample tubes from the patient were returned for investigation. The elevated results were confirmed. It is likely an interfering factor caused the elevated results. The investigation is ongoing.